Event description:
Information received indicated that the patient had initially shown benefits of itb therapy following their implant "last (B)(6)," but the benefit "tailed off" and spasticity returned. Oral medications were administered. A roller study was performed "after christmas" and showed the pump function to be "normal." No cap study was performed. A "complete occlusion" of the distal tip of the spinal segment catheter was later reported. The patient's catheter was replaced. The medication used within the system was baclofen. The patient was reported to be doing well and receiving effective itb therapy. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID: 8731sc, lot# unknown, product type: catheter. (B)(4). Analysis of the catheter revealed an indent in the seal of the sc connector. The dispensing holes were found to be clear of any material, and the allegation of occlusion at the distal tip could not be verified. The proximal segment was found to be occluded, likely with dried drug or blood. This likely occurred as a result of a blockage where the sc connector attached to the outlet port of the pump, which may have stopped the flow of drug through the catheter leading to the occlusion in the proximal segment. Under microscopic inspection, a circular indent could be seen in the bottom of the cup of the sc connector, which was consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc connector and indicated that the connection between the sc connector and the pump's outlet port may have possibly been occluded.